Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient is not what circumstances that may have led or caused their loss of stimulation. It would appear the lead in the patient's spine has shifted. The patient has moved recently and got a new physician. The patient is currently trying to get an appointment with a neurosurgeon. Surgery has not been scheduled or taken place yet. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that about 3 months prior to the report, the patient's stimulation had changed; they no longer felt stimulation unless they leaned to the left. When they leaned to the left, the stimulation would come back on. It was reported the patient was having leg pain and lower back pain. The patient had met with a manufacturer representative for reprogramming in early (B)(6) 2017 but that has not helped the leg or lower back pain. The patient is working through veteran affairs to try and get a surgical revision but has been told they need to have their current surgical lead removed before the revision doctor will work with them. The patient was redirected to their doctor to discuss their options for surgical revision. No further complications were reported.